Event description:
As the physician was attempting to reposition the device, resistance was encountered as the device was withdrawn. The coil prematurely detached reportedly at the detachment zone and protruded into the parent vessel. The physician tried unsuccessfully to remove the coil. The patient suffered no clinical consequence to this event.

Manufacturer narrative:
On 06/21/2010 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to a sizing issue. During suturing, it was noted that the valve was oversized; there was no issues with the valve itself. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to FDA.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B) (4). This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 04/08/2010 and 04/15/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.